Event description:
It was reported to target that during the procedure while the physician was injecting contrast medium with a hand syringe (1ml/3ml), a hole was noticed at the distal end of the catheter. According to the info provided this event did not cause any injury/complication to the pt and no add'l invervention was required.